Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a hard time communicating with his ins. Caller is unsure how patient is trying to communicate whether it is controller or controller + rtm. The caller was not with the patient. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller states patient is reporting that his therapy keeps turning off even when ins is at 100% the caller was not with the patient. Caller will meet with patient to interrogate. Pt stated that they keep getting no device found on their controller when they attempt to unlock the home screen. Pt stated that it takes 9-12 attempts for the controller to connect successfully. Pt noted they have groups a, b, and c available on their settings, and when they switch their settings, the ins turns off on its own. Pt also reported seeing no device found when they are charging. Pt noted the ins is charged when this issue occurs and they never let the ins battery drop past 60%. Pt stated that they are meeting w/ the hcp and rep austin on tuesday and requested a controller replacement.